Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer believes the pump insulin sensor is not functioning as intended. The customer believes the pump decreases to 0 units while there is insulin left in the cartridge. Reportedly, the pump's insulin gauge decreased to 0 units, sometimes in the middle of the night causing the customer not to receive their basal insulin. The customer experienced a blood glucose (bg) level in the 400's mg/dl range and moderate levels of ketones. The customer administered a manual injection to address the bg levels. The customer was to revert to manual injections as back up therapy while the replacement pump was received.